Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial lead failed to capture. Multiple attempts were made but were unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.